Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lab manager. The actual sample has been received yet. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. History investigation of the product with the involved product code/lot number no anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Please refer to section h10 for the importers report on the reported event.

Event description:
Terumo medical corporation received the following reported information: the glidecath broke in half in the body. It was still attached to the wire, and they snared it out. Additional information was received on 08oct2025: there was no patient injury and the patient was stable. Additional information was received on 09oct2025: there were no fragments left in the body; it was snared out.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. Device for investigation actual glidecath (broken off into two portions; referred to as the distal side and the main part side.) Appearance of the actual device it had been fractured at approximately 155mm from the distal end. The shape of the fractured part on the distal side and the main part side matched. Since it was fractured at the end of the reinforcement, the reinforcement was not found at the distal side, but at the main part side. It had been buckled in the vicinity of the fractured part at the distal side. A trumpet-shaped opening was observed at the fractured part on the distal side and the main part side. It had been elongated at the fractured part of the distal side and the main part side. It had been abraded in the vicinity of the fractured part of the distal side. Dimensions of the actual device the outer diameter and inner diameter (except the vicinity of the fractured part): they met a factory's specification. No anomaly was found. History investigation of the involved product code/lot number no anomaly was found in the manufacturing record and the shipping inspection record. Simulation test from the shape of the fractured part (elongation, trumpet shaped opening), it was considered that excessive tensile load was applied to the actual device, resulting in the fracture. Therefore, as a simulation test, an excessive tensile load was applied with the distal side of the current product trapped. It was fractured at the end of the reinforcement, and the reinforcement was observed to be exposed in the main part side. The trumpet shaped opening was observed at the fractured part. It was elongated at the fractured part. This condition was considered to be similar to that of the actual device. Cause of occurrence no anomalies were found in the manufacturing record and dimensions. From the investigation results, the following mechanism was considered as one of the possibilities. The actual device was contacted with some object and trapped at approximately 155 mm (the fractured part). It was pushed and pulled with it trapped, causing the involved part to be abraded and buckled. Furthermore, the tensile load was applied, stress was concentrated in the vicinity of the end of the reinforcement which is a physical transition part, and it was fractured. Countermeasure ashitaka factory assures the quality of this product by performing the following work and controls. -after the shaft is molded on the core wire whose outer diameter is controlled, the core wire is removed so that the inner diameter of the shaft is assured. Before the packaging process, 100% magnifying inspection is performed to ensure that there is no anomaly such as fracture on the catheter. In the packaging and cartoning processes, dedicated tools and containers are used for handling this product to protect the product and to prevent the kink. The IFU of this product provides the following information: instruction for use: the radifocus glidecath should be used by a physician who is well trained in manipulation and observation under fluoroscopy. Direction for use warning: never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. Failure to exercise proper caution may result in damage to the vessel or catheter. Separation of the catheter may occur requiring retrieval in some cases. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.